Manufacturer narrative:
The event term was updated to thrombotic occlusion of femoral bifurcation deep femoral artery , sfa, prox, apop and ttf. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A complete se stent was used during the index procedure to treat a dissection. Revascularization of the target lesion (right sfa) was carried out to treat restenosis using three in.pact pacific balloon catheters and two complete se stents. Approximately 35 months post index procedure and 10 months post revascularisation the patient suffered thrombotic occlusion in the target lesion and was treated with pta, stenting, rotarexthrombectomy and aspiration.